Event description:
The customer reported that the system was unable to expose. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an investigation and logged the complaint. No conclusion can be drawn as further repair info is unavailable at this time.